Event description:
The physician was attempting to treat the right coronary artery during procedure. The vessel was tortuous and calcified. Pre-dilatation was performed in the medium third and proximal of the vessel with a 2.5 x 20mm balloon to 16atm. The physician introduced a non-medtronic stent in the distal third, positioned and released with no intercurrent. The physician opted to use the resolute integrity drug eluting stent in the proximal third, however they experienced difficulty getting into the coronary, and after retrieving the stent to pre-dilate even more, damage was observed in the stent. The stent was replaced with another of the same size and crossed the lesion without difficulty. No patient injuries were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (device was not inspected prior to use). Evaluation conclusions: failure to follow instructions (device was not inspected prior to use).

Event description:
Additional information received indicated that the device was not inspected prior to use. It was reported that the lesion was severely calcified. Force was applied in an attempt to advance the device but the force was not excessive. The lesion was pre-dilated with a 2.5 x 15mm balloon, not a 2.5 x 20mm balloon as previously reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ calcified and tortuous). (No device received for evaluation). No results available since no evaluation was performed (device or procedural images not returned for evaluation). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ calcified and tortuous). Unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).

Manufacturer narrative:
Evaluation, results: deformation problem (stent).

Event description:
Evaluation summary: the device was returned for evaluation. The distal tip was flared indicating that it may have been stubbed. A number of struts on the 27th distal segment were raised and deformed. The remaining segments were intact. There was blood residue visible in the proximal and distal balloon cones. Negative prep did not detect a leak and the balloon was inflated to nominal pressure (9 atms) with no issues noted. The device successfully maintained pressure.